Manufacturer narrative:
This report is being submitted to provide additional information. Updated: a1, a3, b4, b5, d1, d2a, d2b, d4, d6a, g1, g3, g6, h1, h2, h4, h6, and h11.

Event description:
It was reported that a patient was revised due to a delaminated tibial tray which caused pain and discomfort. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. H3- customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to a delaminated tibial tray. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: g4, h4. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.